Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported shock, hypotension, or tachycardia appear to be related to procedural conditions. Shock, hypotension, or tachycardia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances as norepinephrine was administered and an intra-aortic balloon pump (iabp) was inserted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter and clip were inserted into the anatomy. Hypotension and tachycardia were observed, possibly due to contact between the clip and the mitral valve. The device was repositioned away from the valve. Norepinephrine was administered, resulting in a temporary rise in blood pressure, which subsequently dropped again. An intra-aortic balloon pump (iabp) was inserted. Following insertion, the patient developed hives, leading to a diagnosis of anaphylactic shock. The procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay.